Event description:
The complainant reported patient of unknown age was attempted to be implanted with an impella cp for hemodynamic support. However, there was an ¿impella in ventricle¿ alarm displayed. The physician attempted to unsuccessfully reposition the impella since it was noted to be in the aorta. The device was ultimately explanted. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
The investigation for the positioning issue has been completed. Pump was not returned for investigation. Data logs were returned and "impella in aorta" and "impella in ventricle" alarms were observed. Clinical information provided is limited and the pump was explanted due to no longer being able to reposition. Therefore, the root cause of the positioning issue was use related to improper technique. Added- h6 impact code 4628 corrections to the initial MFR report: added-d6a/d6b